Event description:
Facility reported that the scissor broke in the pt's eye. There was no impact to the pt.

Manufacturer narrative:
The device that was returned for evaluation was rusted at the point of breakage indicating a failure to properly clean and maintain the device.